Event description:
Same patient as MDR #6000089-2005-292. The lesion being treated during the indext procedure was a 3.5 mm vessel diameter, 70% stenosed region of the proximal left anterior descending (prox lad) artery. The lesion was not predilated. The physician then palced a taxus express2 8.8% 3.50x32 mm (lot 7116642) durg eluting stent in the prox lad. The patient was discharged 3 days post procedure receiving plavix and asa. The site reported that this patient presented to the hospital with a non q-wave mi 6 days post procedure. The patient had an angiogram that confirmed an st and a proximal edge restenosis in the proximal lad. The patient then underwent a tvr that included the implantation of one unknown boston scientific bare metal stent into the proximal lad.

Event description:
It was further reported that target lesion 1 had a 3.75 mm vessel diameter, and was 80% stenosed. The non q-wave mi occurred post tvr and was not the reason for readmission. And there also was no prox edge restenosis as previously reported. Arrive 2 procedure: the lesion was 18 mm long. Post-dilation cutting balloon angioplasty was performed, with 10% residual stenosis. Six days post index procedure, the pt was re-admitted to the hosp with acute onset substernal chest pain. The pt's chest pain was not relieved with morphine and lopressor. Antiplatelet use at time of admission is not known. However, the pt was discharged 3 days prior on asa/plavix. ECG revealed "st segment elevation anterolaterally". The pt was emergently taken to the cardiac catheterization lab. Angiography revealed that the lmca was normal, the lad (target vessel) had 100% proximal tubular stenosis (at the site of prior stent). The lesion was associated with a moderate filling defect "consistent with thrombus." Per cath report dated the readmission day and signed two days later listed the lesion located in prox lad. Per cath report on date of readmission and signed 46 days later listed the lesion located in mid lad. The case report form (cfr) lists the lesion as being located in prox lad. The lcx had 50% mid stenosis, and the rca had 100% mid stenosis with good collaterals. In the opinion of the physician there was a probable relationship between the st and the taxus stent. An intervention, six days post index procedure, consisted of ptca to the prox lad and placement of a bare metal stent, with 10% residual stenosis. Final angiography revealed a timi 3 flow and no dissection. Post-procedure the pt was monitored in the ccu and remained on asa and plavix. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent. Post procedure, the pt's cardiac enzymes were elevated and consistent with the guideline definition of myocardial infarction. The site reported a non-q wave mi. The pt remained stable and was discharged three days post tvr on asa and plavix therapy. In the opinion of the physician there was a probable relationship between the mi, the taxus stent, and the target vessel.